Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the lmt coronary occlusion appears to be related to patient factors (bulky calcification in the lcc). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our (B)(4) affiliate, post implantation of a sapien xt 23mm valve, an occlusion in the left main trunk (lmt) occurred. The height of the ostium of the left coronary artery (lca) was 10.3mm. In consideration of a possible coronary occlusion, a plan was made to wire the lca after bav. Bulky calcification on the free margin of the left coronary cusp (lcc) covered the left coronary ostium temporarily during bav. At that time, the patient¿s blood pressure was around 90mmhg and ECG showed nsr. After bav, a ptca wire and a coronary catheter were inserted into the lca for protection. The xt valve was deployed successfully in a 50:50 position with nominal volume. Post implantation, the calcium occluded the left coronary ostium more than 50%; the blood pressure was in the 50¿s and the pulse rate was in the 40¿s so back-up pacing was initiated at 80bpm. The lca was ballooned and stented, after which the blood pressure increased to the 160¿s and the ECG returned to nsr. An aortogram showed more than 90% of patency in the left coronary ostium. No further complications were reported.